Event description:
During a revision scheduled for patient to be revised to a total knee: surgeon was removing the screw with a screwdriver and using the handle with quick coupling to act as torque. The handle broke into three or four pieces and nothing went into the wound. Surgeon selected another driver and completed the procedure. Surgeon noted: the plate and screws were not broken; .the articular surface of the joint was bad, plate and screws were removed due to possible interference with the total knee.

Manufacturer narrative:
Device used for treatment and not diagnosis. A device history record review has been requested.